Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 567 mg/dl. The customer treated with a bolus from the insulin pump. Troubleshooting was done. The customer reported seeing a white spot in the tubing of the infusion set of the insulin pump. The customer also reported air bubbles on the reservoir which was resolved. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. No additional information was provided.